Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device had no telemetry and no pacing output. Battery depletion was lower than the eos (end of service) level which caused the device to lose telemetry. Electrical analysis did not find any anomalies within the device or the hybrid; the hybrid had nominal current drain.